Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient had right hip revision due to nonunion the femoral neck was converted to a restoration modular.